Event description:
Originally reported to FDA by user facility on 03/26/08 per uf/importer report: while acquiring post-stress images, the ultrasound machine froze. The test was incomplete and we had to ask the pt to repeat the test. MFR response for ultrasound, echo machine. Siemens engineer was called in to check ultrasound unit. Completed level one and level two diagnostics. System passed. According to siemens, unit was operating properly. No solid explanation was given for freezing up. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Echo device usage problem: device malfunction - that is, the device did not do what it was supposed to do.